Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. The x-rays show complex deformity with corpectomy at c3 to c7. They show posterior fusion with instrumentation in place c2, c3, c4 with interbody implants at c2/c3. Post-op film at two weeks shows lower screw has backed out beyond nitinol retainer. We do not believe that (B) (6) is associated with the implants.

Event description:
It was reported that the patient was treated for a failed posterior fusion at c2-c3 adjacent to an anterior corpectomy with the interbody device. Upon follow up two weeks post-op, radiographs showed the c3 screw backed 1/3 of the way out of the construct. The patient was re-operated on 14 days post op to remove the interbody device and to replace it with allograft fibula spacer along with globus uni-plate. In addition, it was reported that the patient had (B) (6) at the time of revision surgery. But the treatment of (B) (6) is unk.